Manufacturer narrative:
(B)(6).

Event description:
It was reported that the unit had auxiliary power failure. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
Per the good faith effort (gfe) response, the battery was out of warranty. The repair is on hold until the customer confirms the offer.

Manufacturer narrative:
Upon further investigation, it was determined that the issue was found while servicing or testing the device. Therefore, this complaint no longer meets reportability requirements.